Manufacturer narrative:
B3 date of event: date of event was approximated to 07/01/2025 as no event date was reported.

Event description:
It was reported that a balloon rupture occurred. A trapper balloon was used for treatment. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A trapper balloon was used for treatment. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
B3 date of event: date of event was approximated to 07/01/2025 as no event date was reported. Device evaluated by MFR.:the device was returned for analysis. Visual and tactile inspection showed the balloon was returned deflated. Microscopic analysis identified no damages to the tip, markerbands, and shaft, but a pinhole 1.5cm from the distal tip was found. Leakage analysis further confirmed the pinhole as inflation liquid was seen escaping during an attempt to inflate the balloon.